Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Hypothesis(es) of the fse (field service engineer) and cas (clinical application specialist), for all the related cases: if the room is too dry, more energy is transmitted, and if it's too hot, the same applies. In addition, the stroma is likely to dry more quickly, and an ablation on a dry stroma can lead to over-correction. During on site visit, fse checked laser and concluded device met specifications as per sir (service installation record). Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user skipped the gas change, skipped the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. The logfile shows thirty one successfully performed treatments. Two treatments were cancelled by the user; the laser was not fired yet. No treatment report was provided; hence all treatments of the day were reviewed. The user performed an energy check for the whole morning. In the afternoon energy checks were conducted before each treatment. However, it is recommended, that an energy test is performed before each patient (according to user manual). The measured energy was stable prior and after the treatment. The eye tracker was activated during the treatments. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. There is no indication of a device malfunction. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported an over correction, post operative spherical equivalent was more than one diopters in the right eye of a patient, after surgery. There are multiple related reports for this event. This report addresses the patient mv's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).